Event description:
I was advised by my physician to have surgery to help me with sui. I was not told there would ever be a problem with this type of repair surgery done vaginally using ams sparc mesh implant. I was assured it would totally take care of my problem. The surgery took place (B)(6) 2004. I noticed within a very short time that I had one small area on the vaginal wall that was rough and uncomfortable especially during intercourse. It felt like stitches that had not been removed, sharp and prickly. I have over several years complained to more than one dr but kept being told it was nothing but some scar tissue. Over the past few years this has gotten worse until now I have multiple areas of erosion through the vaginal wall to the degree that I bleed, experience pain, swelling and my husband and I cannot have sexual intercourse at all. It is very painful for me and him due to the extent of this erosion. I have continued to experience incontinence since the surgery in 2004 and must still wear protective pads at times of stress, when I am not close to a restroom, or suffering from illness to prevent leaking. I am now under the care of specialist and will be having surgery soon to try to take this mesh out but prognosis is unsure as to how I will recover or how this will continue to impact my quality of life. I have secured the help of an attorney to hopefully recover losses this has and will continue to cost me both in pain, suffering, and ongoing medical expenses. I will have the date of my surgery on (B)(6) 2011 when I see my dr for the results of my testing on (B)(6) 2011. I will not know the results of surgery until after I have the surgery and have a reasonable time of recovery. Multiple surgeries may be required. Much unk at the present time.